Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, other injury(ies) or complication please describe: only 1 device was found during CT') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, anemia and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received events "abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), infection (bladder/ urinary tract/vaginal)" were added. Medical history, lab data and reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.